Manufacturer narrative:
H10: h2, h6. Visual inspection and functional testing could not be performed because the device, used in treatment, was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided and/or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. Luca orlandini and/or j. Templeton, medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information. Surgical procedure/post-operative care review. Device labeling (including technique guides, ifus, etc.). Per complaint details, the device broke inside the joint during a meniscal revision. Reportedly, all pieces were successfully retrieved with a grasper and the procedure was completed with a backup device within a 30-60 minute surgical extension. It was communicated that although the patient was under anesthesia during the delay, ¿no other complications were reported¿ and no medical/surgical interventions were required. No further supporting clinically relevant documentation was provided for inclusion in the medical investigation. The IFU (lbl-0041) does include warning statements and instructions to avoid excessive force. In conclusion: based on the limited information provided, the root cause could not be definitively confirmed however, excessive force on the instrument was likely and is a known risk addressed in the IFU (lbl-0041). This could not be ruled out as a potential contributing factor. Patient impact beyond the reported 30-60 minute surgical extension is not anticipated as ¿no other complications were reported¿. No further medical assessment is warranted at this time. Should additional clinically relevant supporting documentation be provided, the medical investigation task may be re-evaluated.

Manufacturer narrative:
H10: b5: event description updated. E1: facility name updated.

Event description:
It was reported that, during a meniscus revision, the link that articulates the upper jaw of the "novostitch pro meniscal repair system 2-0" broke inside the joint. All the broken pieces were successfully removed by means of a grasper. A surgical delay greater than 30min took place, the patient was under anesthesia during the delay and a back-up device was needed to complete the procedure. No other complications were reported.

Event description:
It was reported that, during a meniscus revision, the link that articulates the upper jaw of the "novostitch pro meniscal repair system 2-0" broke inside the joint. A surgical delay greater than 30 min took place and a back-up device was needed to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.